Event description:
Technical services received a call on (B)(6) 2011 from sales rep. It was reported that the lead showing diaphragm stim. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).